Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure it was reported that pressure was felt when the physician attempted to get the peg through the stoma site. The peg detached at the transition zone. Nothing fell inside the patient. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - the reported event of peg tube detached. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed the device to have been separated at the barbed connector. The thermoformed tubing was found to have been pulled off the connector. Longitudinal cut marks were found on the distal end of thermoformed tubing from scalpel or similar instrument. The inner diameter of the thermoformed tubing presented scrape marks and flash from being pulled off the connector while undergoing tensile force. The condition of the returned unit was consistent with the complaint incident that the peg separated. According to the directions for use, (dfu), gain access section "using the exposed blade of the safety scalpel provided, make a 1 to 1-1/2 cm incision at the selected incision site." And "note: too small an incision may contribute to excessive resistance on the peg tube when exiting the skin." Although the incision size was not provided, it appears the incision was too small causing resistance, and the cut marks most likely occurred in an attempt to enlarge the incision. Based on the event description and the evaluation of the returned device, the most probable root cause is anticipated procedural complication. A review of the device history record for lot 14358114 was performed and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 14358114.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure it was reported that pressure was felt when the physician attempted to get the peg through the stoma site. The peg detached at the transition zone. Nothing fell inside the patient. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.